Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that unspecified chemo tubing cracked at connection site when connecting to the chemo line. The line was disconnected and removed. The user is not certain how long the tubing has been in use. There was no report of patient harm.